Event description:
It was reported that the dialysis catheter's introduction needle was allegedly leaking. There was no reported patient injury.

Manufacturer narrative:
After further review of reported events and evaluation of the sample, this event is no longer MDR reportable. A lot history review was performed, indicating a device history records review was not required. The investigation is currently underway.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The photo review is pending. The investigation is currently underway.

Event description:
It was reported that the dialysis catheter's introduction needle was allegedly leaking. There was no reported patient injury.

Manufacturer narrative:
The sample has been returned for evaluation. A lot history review was performed, indicating a device history records review was not required. The investigation is currently underway.

Event description:
It was reported that the dialysis catheter's introduction needle was allegedly leaking. There was no reported patient injury.